Event description:
Customer reports obtaining results of 115mg/dl on the hospital device and 252mg/dl on his device. No treatment received. One level quality control was used and reportedly fell in acceptable limits. Requested return of suspect device and replacement was sent.